Event description:
Serious injury involving one person. On 3/14/00 pt called ciba reporting that 4 lenses tore in right eye scratching cornea. Pt communicated that the dr gave them percriptions for: ciloxan, tobramyocin, ancef and predforte on 3/16/00. Ciba spoke with the dr's office on 3/15/00 who communicated that the pt had slept in their lenses and only mentioned that pt had found 4 lenses torn in the pack. (Not in pt's eye). The pt was diagnosed with keritis and instructed not to wear the lenses until the next follow-up on 3/24/00. After several corrispondances on 4/25/00, the dr's office was able to verify that the pt received treatment for a corneal ulcer. The location of the ulcer was the right eye at six o'clock. The results of the culture was inconclusive due to using the wrong transport media. The ulcer has been resolved and resumed contact lens wear on 4/25/00. The pt has worn focus 1-2 weeks for three years, removes them at night and wears them for up to 12 hours a day.